Event description:
The guidewire was inserted through the pedicle into the vertebral body. The surgeon did not like the angle and reversed the drill to back out the guidewire. In doing so, the wire broke. There was no adverse patient consequence, however a portion of the wire was let embedded in the bone. As an unintended piece was left in the bone, and MDR is being filed to document this event.

Manufacturer narrative:
No conclusions can be made at this time. Care must be taken during use to maintain a straight alignment and not to place excessive force on the guidewire.